Event description:
It was reported that this right ventricular (rv) lead exhibited out of range impedance values. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information indicated that a lead fracture was suspected based on latitude monitoring results.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range impedance values. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.